Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the pt coughed up a metal coil material, 6 days after undergoing a bronchoscopy procedure. The metal coil material was identified as part of the endobronchial ultrasound (ebus) transbronchial aspiration needle that was used during the procedure. Olympus followed-up with the user facility and was informed that a kink in the end of the coil was noted upon visual inspection by the physician and the coil was intact in it's entirety. It is unsure at what point of the procedure, that the metal coil became separated from the device. The pt had a chest CT performed on (B)(6) 2014, for an unrelated reason, and there was no evidence of any further foreign material. There was no physical injury to the pt reported by the physician.